Event description:
It was reported that the infusion tube had separated from the luer on infusion set and was leaking. The patient reported this had happened 5- 6 times with infusion sets from the same box. The patient experienced elevated blood glucose levels over 400 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).